Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump's lcd screen is scratched and the customer was unable to read the screen. Customer's blood glucose was unknown. Customer stated she hasn't been wearing the insulin pump for over a month due to the scratches. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.